Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "2.3 plate that was placed to fuse cmc joint hardware broke at the joint. All locking screws were used. On (B)(6) 2020 the doctor removed broken hardware and replaced with a competitor 2.0 stainless steel locking plate."

Event description:
As reported: "2.3 plate that was placed to fuse cmc joint hardware broke at the joint. All locking screws were used. On (B)(6) 2020 the doctor removed broken hardware and replaced with a competitor 2.0 stainless steel locking plate."

Manufacturer narrative:
The reported event could be confirmed, only based on pictures. The plate is indeed broken at the junction of the t-shape. The picture of the broken plate shows that the device should most probably be identified as a three hole plate and not a 4 hole plate. However this could not be confirmed by the customer. More detailed information about the complaint event such as x-rays and patient activity level as well as the affected device must be available in order to determine the root cause of the complaint event. However, as a reminder, even though the variax hand plating system is cleared for joint fusion, it is usually up to the surgeon to decide which plate he prefers to use to ensure stability. A lot of variables are to be considered, such as patient condition (incl. Compliance), age, size, bone geometry, position to place the plate, etc. As well as the surgeon's preference. Based on that, in order to perform joint fusions, t-plates are indeed used, but some surgeons prefer double row plates to increase stability. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.